Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 2mmhg. Two mitraclip ntw clips were inserted and deployed on the mitral valve. A third clip, a mitraclip ntw, was then inserted and grasping was performed. However, the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be removed from the chordae. However, while bringing the clip back into the atrium, imaging revealed a chordal rupture. The clip was then brought back into the valve, and grasping was performed. The clip was then deployed on the mitral valve. However, the mr was unable to be reduced, and the gradient had increased to 10mmhg. No additional clips were implanted due to the gradient. There was no clinically significant delay in the procedure. However, post procedure, on the same date, the patient passed away.

Manufacturer narrative:
. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (anatomy) or poor image resolution. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The narrative was reviewed by an abbott senior director of medical affairs. Based on available information, the reported difficult removal from anatomy appears to be related to procedural conditions (poor imaging, clip caught during positioning). The reported poor imaging is related to procedural conditions (device shadowing), per case details. The reported mitral regurgitation and tissue injury appear to be cascading events of the troubleshooting performed for the difficult removal from anatomy. A cause for the reported mitral stenosis could not be conclusively determined. A cause for the reported death could not be conclusively determined. The reported patient effects of mitral regurgitation, tissue injury, mitral stenosis, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.